Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the patient has not been feeling well and experiencing low blood glucose levels of 59 to 60mg/dl. The patient was reportedly feeling shaky, nauseous, weak and has a headache. The patient reportedly has been experiencing this over the past 5 days. The pump history was reviewed and the delivery history was found to be correct. This report is being made based on the allegation that the patient experienced low blood glucose levels.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.